Event description:
Procedure: sils: lap chole. According to the reporter: the tip of the instrument broke wile inside the patient's cavity. The tip was retrieved from the patient. The staff opened a new device to continue on with the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4)